Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked during use. The following information was provided by the initial reporter, translated from (B)(6): "during infusion after indirect inguinal hernia, the nurse found leakage in the joint of the indwelling needle of the closed vein, and the indwelling needle needed to be replaced"

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked during use. The following information was provided by the initial reporter, translated from chinese: "during infusion after indirect inguinal hernia, the nurse found leakage in the joint of the indwelling needle of the closed vein, and the indwelling needle needed to be replaced".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1032201. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.